Manufacturer narrative:
Steris monitors relevant websites and social media sources per our social media policy to identify potential complaints. Through this process, steris identified a post from a user under the name "(B)(6)" concerning a reliance synergy washer/disinfector. As the complainant has not responded to our follow up post, steris is unable to determine if there was a malfunction of the washer, if patient procedures were affected, or if there was potential patient impact due to the reported event. A follow-up report will be submitted if additional information becomes available.

Event description:
The complainant reported that their reliance synergy washer/disinfector was not operating properly.